Event description:
Literature was reviewed regarding ¿influence of proximal fixation on aneurysm neck evolution after endovascular treatment of infrarenal aneurysms¿.  The time frame of this study was over nine years. 97 patients were implanted with an endurant stent graft system. The outcomes of this patient cohort were compared with a cohort who were implanted with non-mdt stent grafts with infrarenal fixation.  The medium aneurysm diameter was 63mm.  The following adverse events occurred:  aneurysm enlargement, intervention  no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿influence of proximal fixation on aneurysm neck evolution after endovascular treatment of infrarenal aneurysms¿. Pastor alconchel, laura et al. Annals of vascular surgery, volume 109, 414 - 423 https://doi.org/10.1016/j.avsg.2024.07.092. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.